Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for improper stopper assembly was observed. The photo showed a tube with the rubber stopper placed perpendicularly in the hemogard shield. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of improper assembly based on the returned photo. Bd determined that the root cause of the indicated failure mode was attributed to a damaged pin on the assembly line with an incomplete line clearance after the jam. Awareness of this complaint has been created within the business team. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the stopper remained in tube and separated from shield with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from spanish to english: cap loose from stopper.

Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for improper stopper assembly was observed. The photo showed a tube with the rubber stopper placed perpendicularly in the hemogard shield. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of improper assembly based on the returned photo. Bd determined that the root cause of the indicated failure mode was attributed to a damaged pin on the assembly line with an incomplete line clearance after the jam. Awareness of this complaint has been created within the business team. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the stopper remained in tube and separated from shield with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: cap loose from stopper.